Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected pump error 63 alarms during testing were noted. However, the pump error 63 alarm, variable 3, is located in the formatted history file due to cold solder joints at the keypad assembly. The pump was received with a scratched case, a faded serial number label, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the insulin pump alarmed hardware low level failures. The patient's blood glucose at the time of incident was 14.0 mmol/l. The caller was advised to contact medtronic if the alarm recurred. The caller returned call to confirm that the alarm recurred. The insulin pump will be returned for analysis.